Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read and analyzed. The history files revealed no abnormalities. Following the infusomat space was subjected to a visual and functional examination. The device was found clean and showed age-based marks of use. The device passed the self test with a positive result. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to (B)(4) was performed. All measured values were within specification. The water- and air values were checked positively. The upstream and downstream sensor operated as intended. Following the sample was dismounted and the inside was investigated. No damages inside were found. Summing up all tests, the infusomat space operated within specification.

Event description:
As reported by the user facility ((B)(4)): pump not alarming: users have reported this unit on two occasions - now not alarming. On 1st occasion - pump appeared not to alarm for high pressure. On 2nd occasion - pump did not alarm.

Manufacturer narrative:
(B)(4). The sample has been received for investigation at our service dept in (B)(4) and the investigation is on going at this time. A follow up report will be provided when the inspection results become available. (B)(4).